Manufacturer narrative:
The customer¿s experience with new pressure sensors installed in devices failed unexpectedly was confirmed during testing in 1 of the 4 pump modules returned. A review of the returned devices error log showed that the 2 of the returned devices showed instances of error code 240.4150.0 (sensor broken high failure), however the customer did no provide an incident date or time so it is not known if these malfunctions are related. The remaining 2 devices did not show any malfunctions. Asm testing on the returned devices found 2 of the 4 device¿s pressure sensors operating in specification. Pump module s/n (B)(4) bottle side pressure sensor (fso) was out of specification, however during testing there were no failures observed. Pump module pump module s/n (B)(4) bottle side sensor (fsa) was out of specification, the observed voltage railed exceeding the specification voltage. The sensor was replaced with a known good. Asm testing found the device operating in specification. In a previous investigation sensors exhibiting voltages exceeding the specification can be a result of broken/ lifted bonds, cold solder connections or cracked capacitors. The failing fsa pressure sensor in this investigation (pump module s/n (B)(4)) is believed to have broken or lifted bonds. There were no observations of cold solder connections or damaged capacitors. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that new pressure sensors installed in devices failed unexpectedly. No patient involvement was reported.